Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the customer had dropped the iabp and it had been leaking since then. The stm performed a leak test on it. The iabp passed the leak test. No internal leaks were found. The stm took the bracket for the helium tank off and cleaned the threads and put new teflon tape on the threading then reinstalled the assembly and tank. The stm also replaced the gasket seal for the tank. No noticeable leak were found. The iabp passed all testing and was cleared for clinical use.

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) was leaking helium. The iabp leaked a whole helium tank in 12 hours. No patient injury, harm or adverse event was reported.